Manufacturer narrative:
During implanting of the mesh, the patient concomitantly underwent an excision of a cervical stump and an anterior and posterior vaginal repair. The patient experienced pelvic, rectal, bladder pain and dyspareunia. The patient had mesh removed on (B)(6) 2012. (B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic organ prolapse, stress urinary incontinence, cystocele and enterocele. It was reported that the patient had the concurrent procedures of cystoscopy, repair of cystocele & rectocele, anteroposterior colporrhaphy and excision of vaginal cyst performed during mesh implantation. It was reported that following insertion the patient experienced pain, urinary/bowel problems, dyspareunia and pain in both legs. It was reported that patient underwent excision of vaginal lesion on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4) dysuria. It was reported that following insertion the patient experienced dysuria, urinary retention and urinary tract infection.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.